Manufacturer narrative:
This event was initially submitted via easr on (B)(6) 2010 with the adverse event term code of cancer, non breast. An update to our safety database for this reported event notes that the term code has been changed from cancer, nonbreast to lymphoma - alcl, due to increased specificity. Device labeling addresses the following adverse events as: per four study trials of saline implants: irritation: "the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: additional surgery, irritation/inflammation." Per the core study of silicone implant: irritation was reported at a rate of 0%. Device labeling reviewed: there were no events for lymphoma or anaplastic large cell lymphoma listed in the core study for silicone, or the study trials in the labeling for saline breast implants.

Event description:
This case report of a (B)(6) old pt was received from the research article "anaplastic large cell lymphoma associated with a breast implant capsule: a case report and review of the literature", american journal of surgical pathology published in 2008. The case study was published previously by another physician et al, september 2006, virchows arch., "anaplastic large-cell non-hodgkin's lymphoma of the breast periprosthetic localization: 32 years after treatment for primary breast cancer - a case report." The pt had been diagnosed with breast cancer and treated with breast-ablative surgery. The pt had reconstruction surgery; had polyurethane-coated silicone implants for sixteen years, MFR unk. The pt presented with a left side skin ulcer on the left breast. Both anaplastic large cell non-hodgkins lymphoma and cutaneous anaplastic large cell type were stated within the article as possible diagnoses. Summary abstract states, "the immunoprofile of the tumor showed negativity for cytokeratins and led to the diagnosis of a cd30 - positive anaplastic large cell lymphoma." The pt refused any further diagnostic or treatment.